Manufacturer narrative:
Received 1 opened foley tray. During visual inspection was found that the iodine packet spilled in the tray. During the visual evaluation was found that the sealing area on the package is weak. The reported issue was confirmed as a supplier related issue. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "sterile: contents of inner wrap are sterile unless package has been opened or damaged." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the iodine packet leaked inside the tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the iodine packet leaked inside the tray.